Manufacturer narrative:
The sales rep investigated and noticed 2 bungee cords are broken/snapped. Manufacturer evaluation was not possible, as the device was not returned. Due to the device not being returned a root cause could not be determined. (B)(4).

Event description:
Reportedly, the customer stated that the heel boot was losing traction. The customer believed there was an issue with the mid-foot strap. The doctor completed first case and cancelled second case due to confidence issues in the boots.